Event description:
This complaint is being created as part of a further correction action, retrospective review for 'private label' product (FDA audit-observation #7). This complaint was received by (B)(4) on (B)(4) 2012 from (B)(6) for product reinforced tube size 7.0mm. Customer complaining: "the user felt strong resistance to inflate / deflate the cuff. It looks as if the inflation lumen was squashed at the point where the cuff was bonded to the main tube."

Manufacturer narrative:
This complaint was identified during our retrospective review on private label complaints from our facility in (B)(4). This is related to (FDA audit-observation #7 from (B)(4)). Based on available information, our medical determination is that this malfunction is serious: because sometimes, a surgical intervention is needed to remove an endotracheal tube whose balloon cuff had failed to deflate. If forcibly removed with the cuff fully inflated, the patient may suffer a serious harm. Reported to the FDA on (B)(4) 2013.